Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 15 bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of the samples. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the separating gel remains at the bottom of the tube and does not play its role of serum/blood clot separation. We tried a second centrifugation cycle, but without more success.

Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation with 15 bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of the samples. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the separating gel remains at the bottom of the tube and does not play its role of serum/blood clot separation. We tried a second centrifugation cycle, but without more success.